Event description:
It was reported that, "customer used our cup to change version of cup in acetabulum. Cup (B)(4) cormet cups 7/56. Cormet head (B)(4) was implanted in patient then reduced hip. Cormet head would not reduce like trial did. Hip was dislocated, doctor looked in cormet cup and found a 5 mm piece of plastic broken off tip of cup adjuster. Broken plastic was removed and thrown away."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.